Event description:
The orthopaedic consultant, reported via the sales rep, that the locking screw head completely snapped off when the surgeon inserted it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage non-locking screw had a breakage during surgery could not be confirmed since the device was not returned for evaluation. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The anchorage non-locking screw breakage was caused by too much torque. Please note that the current op technique reads: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The orthopaedic consultant, reported via the sales rep, that the locking screw head completely snapped off when the surgeon inserted it.